Event description:
Balloon rupture of pulmonary artery catheter reported. The clinician inserted a pulmonary artery catheter into a pt for an unspecified reason. When attempting to wedge the catheter, the clinician was unable to do so. When an attempt was made to passively deflate the balloon they were unable to do that as well. Customer states that the catheter was removed without problem to the pt, and no pt harm was reported. Add'l pt info was requested, but no further info was available.